Manufacturer narrative:
The generator powered on successfully after connecting to an external power source. The reported start up issue was confirmed during investigation. The device did not boot up, made a beeping noise and displayed a black screen. The upper assembly was the confirmed cause of the event and replacing the component resolved the reported issue. Additionally, the programmed stops were verified within the simulation of radiofrequency. The impedance was measured across all ports and determined to be within specification. Current and temperature were monitored, and no errors, or irregular heating periods were detected. All the tests of the procedure were successful. Based on the information provided to abbott and the investigation performed, the cause for the reported start up issue was due to the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an ablation procedure, the generator did not start up and the software did not launch. The patient was prepped and the procedure was cancelled. There were no adverse consequences.